Manufacturer narrative:
Unit powered up with a blank display due to a huge piece of the battery threads which broke off. As a result, the battery cap is not making good contact with the battery. Unable to perform displacement tests due to the blank display. Unit had broken battery tube threads, cracked case (battery tube), cracked lcd window. Unit p-cap / test reservoir lock in place properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump case was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.